Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared to be used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During preparation, the outer package was opened, the handle of the ligation device was taken out and installed at the tip of the endoscope. When the wire was connected to the ligation bands, it was found that approximately one to three bands fell off. The procedure was completed with another speedband superview super 7. It was noted that the trip wire could not be pulled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h10: the returned speedband superview super 7 (handle assembly, and irrigation tube) was analyzed, and a visual evaluation noted that the trip wire was not secured to the handle slot. No other problems with the device were noted. The reported event of bands prematurely deployed cannot be confirmed; upon analysis, it was found that the trip wire was not secured to the handle slot. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly leading to the inability to deploy the bands. Additionally, this device was also used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used after the expiration date. The speedband superview super 7 multiple band ligator IFU states, "rotate inventory so that products are used prior to the expiration date on package label." This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared to be used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During preparation, the outer package was opened, the handle of the ligation device was taken out and installed at the tip of the endoscope. When the wire was connected to the ligation bands, it was found that approximately one to three bands fell off. The procedure was completed with another speedband superview super 7. It was noted that the trip wire could not be pulled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.